Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found, (B)(4).

Event description:
It was reported during the implant attempt that the patient's left ventricular (lv) lead dislodged. It was also reported that it was difficult to advance the lv lead due to patient anatomy. The lead was not replaced and it was reported that the patient will be rescheduled for an epicardial lead implant. No patient complications have been reported as a result of this event.